Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 190 units of insulin. The customer also reported that during the loading process, insulin was not observed exiting the infusion set tubing. The customer¿s blood glucose level was 163 mg/dl. Reportedly, the customer had syringes for alternate insulin therapy.